Event description:
Customer's doctor reported the customer was hospitalized due to high blood glucose. Doctor was advised assistance was provided 24 hours and she stated she would call back to perform troubleshooting. Customer's blood glucose was 760 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.